Event description:
Philips received a complaint by the customer on the v60 indicating that the unit does not charge and runs on internal battery despite being plugged in. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit does not charge and runs on internal battery despite being plugged in. A philips biomed went onsite and found the power cable was intermittent. The philips biomed replaced the power cable to resolve the reported issue. The philips biomed replaced the power cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.